Event description:
Implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, psychological disorder, smoker, biomechanical overload, mobility. Patient has ill fitting appliances, patient has eaten on abutments for years. Same patient as (B)(6).